Event description:
It was reported that a cartridge alarm 20 occurred. No adverse impact to the customer's blood glucose level was noted. The customer was advised to use multiple daily injections as a backup therapy, and technical support confirmed the issue with consecutive cartridges. They arranged for a replacement pump and provided the customer with instructions for returning the faulty pump via ups.